Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance spike, significant short interval counts (sic) and noise observed. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was one patient alert for out of tolerance (oot) sub-threshold lead impedance (B)(4) 2013. Weekly pace lead trend data shows a spike increase for max rv pace=528 to 1168 to 576 ohms peak between (B)(4) 2013 and (B)(4) 2013 this device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).